Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3555 carrier, product type: accessory. (B)(4). Analysis of the extensions (serial #s (B)(4) and (B)(4)) revealed no anomaly. Analysis of the carrier part of the tunneling tool revealed it was broken.

Event description:
It was reported the tunneling tool component seemed to snap/give way as both the extensions were being pulled through the passer. Although no damage could initially be found on the extensions, the surgeons were worried about their integrity and they were replaced. The reason for removal was extension breakage. There was no trauma or injury suffered by the patient. It was noted the surgery continued with success.